Manufacturer narrative:
(B)(4). The analysis results of the device (a) found that it was received with the jaws misaligned. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device, the clips were fed as intended; however, due to the misaligned condition of the jaws scissor clips were formed. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. The batch record was reviewed and no anomalies were noted during the manufacturing process. The analysis results of the device (b) found that it was received in good visual condition. The jaws were found properly aligned. In an attempt to replicate the incident reported the device was functionally evaluated. Upon firing of the device, the remaining clips were ejected and then, it locked out as intended. It could not be determined what may have cause the found condition. The batch record was reviewed and no anomalies were noted during the manufacturing process. Device b additional information: batch # h91r1j; expiration date: 6/2016; manufacturing date: 7/2011.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, while using the clip applier on the duct, it didn't work and the surgeon used another one which also didn't work then he opened a third one which worked well. There were no adverse consequences for the patient.